Event description:
Information received indicates the right foot siderail will not latch.

Manufacturer narrative:
The technician found dried fluid in the latch mechanism which prevented the siderail from latching. The technician cleaned the latch mechanism to repair the bed.